Event description:
The surgeon swapped out the femoral component of a previous makoplasty unicondylar knee replacement surgery.

Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-rays were not reviewed. The revision was caused due to loosening of the femoral component. There is no evidence indicating a failure of the implant or the system.